Manufacturer narrative:
(B)(4). The device was not returned. Therefore, a product analysis has not been performed. This device is used for therapeutic purposes.

Event description:
This event has previously been reported by medtronic spinal (MFR report # 1030489-2013-03807). However, it was determined that the procedure involved the nim eclipse probe, a medtronic xomed product. Therefore, an additional MDR is being submitted to include the medtronic xomed product. It was reported that on (B)(6) 2010, patient underwent a lateral lumbar spinal fusion procedure at l4-5 with a medtronic peek cage. To achieve fusion, surgery was performed using rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. The patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.